Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The analysis of the provided patient sample confirmed the customer's results, with a reactive cutoff index (coi) value of 1.67. Further interference analysis indicated reactivity to a single hiv antigen, which is consistent with a false reactive result. According to the assay's method sheet, single false positives can occur due to the assay's specificity. The root cause was attributed to a sample-specific false reactive result. The reagent was confirmed to be functioning as intended.

Event description:
The initial reporter alleged discrepant reactive results for the elecsys hiv combi pt assay on the cobas e 411 analyzer for samples from one patient. The first sample was tested using the elecsys hiv combi pt assay and generated reactive results with cutoff index (coi) values of 1.50 and 1.60. The same sample was tested on the abbott architect system and yielded a negative result. A second sample from the same patient, obtained through a new blood draw, was tested using the elecsys hiv combi pt assay and generated a reactive result with a coi value of 1.50. Testing of this second sample on the abbott architect system also yielded a negative result. A western blot test was performed, but the specific sample tested was not identified, and the result was negative.